Event description:
Health professional reported removal of a lap-band access port due to an alleged leak. The pt "had a fill [and the physician] added .4 [cc's] to [the] band, volume should have been 5.4 [cc's]." At a later appointment, "only 2 [cc's were] found in band" and "another 1 cc was added to band, [indicating the band] should have had 3.0 [cc's] volume." At a later appointment, "0 [cc's of] fluid [was] found in band. After adding fluid, nurse was unable to draw back any fluid, indicating a leak in [the] system." Upon explant, a "blue ring around back of port clearly indicates leak in seal." F/u findings: health professional reported no diagnostic testing was conducted. A new poor was implanted. The reporter did not know the device serial number.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter does not have any further info regarding the device serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."